Event description:
It was reported that; pt is been experiencing pain in leg, up the hip. Pt reported that MRI showed a tumor "the size of a medium potato". Pt stated that her cobalt blood levels were elevated (6.4). Triple phase bone scan was performed and she had 17 cc of fluid; fluid was taken out of joint. Dr. (B)(6) scheduled a revision surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device reference in this report (including x-rays and medical records) was requested. Should additional information becomes available, the evaluation summary will be submitted in a supplemental report.